Manufacturer narrative:
Completed with info provided deroyal industries, inc. By the user facility. After analysis of the device components and other possible root causes, it was determined that the insufflation tubing reported may become occluded due to housing material. The plasticizer may migrate from the tubing into the filter housing causing an occlusion. Heat has also been determined to precipitate the occlusion. Through extensive testing and research, a decision was made to change the filter housing material to polycarbonate. Polycarbonate is a stronger, higher impact and more chemically resistant material. It is also less affected by higher temperatures. We are confident this action has eliminated the tubing issue. The user facility was contacted for additional info regarding the pt/healthcare worker interaction with the defective device and no response has been received to date. Their initial report gave no pt info other than the device problem occurred during the procedure.

Event description:
During a general laparoscopy, the insufflation tubing was found to be defective.